Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an alarm regarding unexpected motor movement. Customer's blood glucose level was unknown at the time of incident. It was reported that the customer's parent did not want to perform a displacement test and troubleshooting was not completed. There was no indication that the pump error was resolve during the call. The insulin pump will not be returned for analysis.